Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was unknown; therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis, pleural effusion, and pneumoperitoneum are known complications of a peg tube placement. The IFU (instructions for use) indicate to secure and pull on the peg tube until elastic resistance is felt, keep under tension, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 approximately 24 hours after the placement of the peg and peg-j tubing, the patient had presented with pain and inflammatory syndrome and was diagnosed with a pneumoperitoneum and peritonitis. The patient underwent surgery for washing and drainage and was treated with antibiotic therapy of tazocillin and amiklin. On (B)(6) 2017, the patient experienced a peritoneal effusion. On (B)(6) 2017, the patient underwent an unspecified procedure during a coelioscopy and the duodopa tubing was left in place.